Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to chronic pelvic pain, genuine stress incontinence, and cystocele. The patient experienced pain, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on 04/17/2009 due to voiding dysfunction post mesh procedure, pain, and failure of the synthetic mesh. (B)(4).

Manufacturer narrative:
It was reported that patient underwent cystoscopy and urethral dilatation on (B)(6) 2006 due to uti¿s with urinary retention. No additional information was provided. (B)(4).